Event description:
It was reported that the wake button had become detached form the pump, causing difficulties turning the pump screen on. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.